Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# j0101910v, implanted: (B)(6) 2001, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that back of patient's leg, back, arm and feet were going numb. It was stated that the patient couldn¿t lie on her back and that her daily activity of living had been affected greatly for the 6 weeks prior to the report. It was noted that the patient had had symptoms for a long time, but not to the extent at the time of the report. It was reported that the patient had fallen in the past and that she had not addressed her medical issue due to lack of access to medical care. Never having therapeutic effect was stated. It was noted that patient's implant had stopped working 4 years prior to the report. More than two and a half weeks later it was reported that the patient was still having concerns with her device or therapy but had not sought further help.